Event description:
While performing performance verification testing after preventative maintenance, the respironics service technician reported the ventilator failed the remote alarm test. The unit was not in use, therefore, there was no pt harm or involvement. The respironics service technician replaced the main printed circuit board (pcb) to correct the problem. Extended self testing (est) and performance verification testing was completed on the ventilator and all tests passed per operating specifications.

Manufacturer narrative:
Na